Event description:
During the procedure the guidewire used during the port insertion was observed to be frayed near to one end, discussed with surgeon who verified there were no fragments in the patient.